Event description:
It was reported that this right ventricular (rv) lead was discovered to be dislodged and had migrated via x-ray. It was also found that this lead perforated the septum and the left ventricle. This lead was explanted and is not expected to be returned as it was lost. No additional adverse patient effects were reported.